Event description:
It was reported that the patient passed away. The reported cause of death was cardiopulmonary arrest. No further information was available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).